Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported following a laser assisted cataract procedure to the right eye, a tear to the posterior capsule was noticed during the phacoemulsification portion of the lens nucleus. Reporter indicated a radial tear was also noticed suggesting the tear possibly began radially following hydro dissection, and during the rotation of the lens nucleus prior to phacoemulsification. A sulcus intraocular lens (iol) was implanted and the patient was referred to a retinal surgeon for safe removal of the lens nucleus from the posterior chamber. In the surgeons opinion, surgical peril accompanying the use of the laser, and too aggressive lens manipulation during rotation after hydro dissection occurred. The surgeon felt he may not have freed the cortex from the anterior portion of the capsule prior to rotating the nucleus in the capsular bag resulting in a compromised capsule.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).